Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to deliver a bolus using the quick bolus feature. Tandem technical support verified quick bolus was turned on in pump. Customer's blood glucose was 227 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.